Manufacturer narrative:
Device evaluated by MFR: device analysis revealed a catheter sheath damage (detached in the lap joint section). The leak testing could not be performed due to the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter came off occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. During a percutaneous coronary intervention (pci), an opticross imaging catheter was selected for use. Flushing was performed outside the patient's body during third usage. However, saline popped out from the distal part of the shaft. It was noticed that there was a crack in the distal shaft of the outer part of the catheter. The outer catheter came off when the shaft was pulled from the distal and the transducer was exposed. The procedure was completed with another opticross imaging catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter came off occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. During a percutaneous coronary intervention (pci), an opticross imaging catheter was selected for use. Flushing was performed outside the patient's body during third usage. However, saline popped out from the distal part of the shaft. It was noticed that there was a crack in the distal shaft of the outer part of the catheter. The outer catheter came off when the shaft was pulled from the distal and the transducer was exposed. The procedure was completed with another opticross imaging catheter. No patient complications were reported.